Manufacturer narrative:
This is the marker FDA 3500a form for medical device reporting variance e2020002 for the essure system (p020014) submitted by bayer on 10sep2020 for the period, 01aug2020 to 31aug2020. ;;;a spreadsheet of MDR line-item data for the reports referenced in this report can be found on the "problems reported with essure" page of the FDA web site. ;;; a. Total number of reports: ;;; 1. By report type: 2642 serious injuries, 17 malfunctions, and 10 deaths;;; 2. By patient problem code(s):;;; 1347 reports associated with patient problem code 3191: no code available; 633 reports associated with patient problem code 1994: pain; 204 reports associated with patient problem code 2121: uterine perforation; 131 reports associated with patient problem code 2687: foreign body in patient; 103 reports associated with patient problem code 3193: pregnancy; 93 reports associated with patient problem code 3165: device fragments in patient; 78 reports associated with patient problem code 2666: heavier menses; 52 reports associated with patient problem code 1888: hemorrhage; 48 reports associated with patient problem code 1907: hypersensitivity; 41 reports associated with patient problem code 1819: pregnancy, ectopic; 37 reports associated with patient problem code 1685: pain, abdominal; 23 reports associated with patient problem code 2000: pelvic inflammatory disease; 22 reports associated with patient problem code 1959: menstrual irregularities; 22 reports associated with patient problem code 2001: perforation; 21 reports associated with patient problem code 2601: distention; 13 reports associated with patient problem code 1962: miscarriage; 12 reports associated with patient problem code 2033: rash; 10 reports associated with patient problem code 1802: death; 8 reports associated with patient problem code 1855: death, intrauterine fetal; 5 reports associated with patient problem code 1865: flatus; 4 reports associated with patient problem code 2665: intermenstrual bleeding; 3 reports associated with patient problem code 1971: necrosis; 3 reports associated with patient problem code 1987: organ(s), perforation of; 3 reports associated with patient problem code 2465: labor, premature; 3 reports associated with patient problem code 2668: bowel perforation; 2 reports associated with patient problem code 1695: adhesion(s); 2 reports associated with patient problem code 1800: cyst(s), formation of; 2 reports associated with patient problem code 1943: itching; 2 reports associated with patient problem code 2108: toxic shock syndrome; 2 reports associated with patient problem code 2607: weight fluctuations; 2 reports associated with patient problem code 2662: intraoperative pain; 1 reports associated with patient problem code 1688: abortion; 1 reports associated with patient problem code 1874: gastritis; 1 reports associated with patient problem code 1877: hair loss; 1 reports associated with patient problem code 1930: infection; 1 reports associated with patient problem code 2021: pulmonary infarction; 1 reports associated with patient problem code 2068: shock, septic; 1 reports associated with patient problem code 2134: vertigo; 1 reports associated with patient problem code 2153: hot flashes; 1 reports associated with patient problem code 2193: cramp(s); 1 reports associated with patient problem code 2239: first use syndrome; 1 reports associated with patient problem code 2355: arthralgia; 1 reports associated with patient problem code 2358: scar excision; 1 reports associated with patient problem code 2475: prolapse; 1 reports associated with patient problem code 2543: abdominal cramps; 1 reports associated with patient problem code 2553: confusion/disorientation;;; 3. By device problem code(s):;;; 2577 reports associated with device problem code 2993: no known device problem; 92 reports associated with device problem code 1069: break;;; b. The average patient demographics: 35 year old females from the united states based on a sample size of 480 of 2669 reports where a patient age was reported.;;; c. Report source: legal - all reports are from the two sources described within the essure variance letter (e2020002) dated 24apr2020.;;; d. Entities submitting reports: bayer pharma ag;;; e. Device(s) involved: essure; ess205, ess305;;;an analysis of the mentioned information will be conducted periodically as described within the essure variance letter (e2020002) dated 24apr2020.;